Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of inaccurate ECG reading was unconfirmed. The sr8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue is unconfirmed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The lollipop is not always dropping. Sometimes it shows the lollipop on the wrong side, on the wrong arm. We have had to reset with every PICC, it tells us we are at the right spot but when we do an x-ray it has shown that we were in the right ventricle.